Event description:
The catheter was advanced and torqued to achieve proper placement. The shaft then kinked. During an attempt to remove the catheter, it broke leaving the distal portion in-situ. A snare was used to remove the broken segment. There was no harm to the pt.